Event description:
It was reported that this pacemaker system exhibited high out-of-range shock impedance measurements in non-boston scientific the right atrial (ra) lead. The noise was also noted in some atrial tachycardia response (atr) episodes. Insulation damage lead was suspected. Technical service (ts) provided troubleshooting options. Subsequently, an x-ray was performed and no issue was observed. At this time, the plan is to continue monitoring remotely this patient. The products remain in service and there were no adverse patient effects reported.

Event description:
It was reported that this pacemaker system exhibited a low out of range pacing impedance measurements on a non-boston scientific right atrial (ra) lead. Noise was also noted in some atrial tachycardia response (atr) episodes. Atrial capture could not be confirmed during review of stored episodes. Insulation damage lead was suspected. Technical service (ts) provided troubleshooting options. Subsequently, an x-ray was performed and no issue was observed. At this time, the plan is to continue monitoring remotely this patient. The products remain in service and there were no adverse patient effects reported.